Event description:
The customer reported to olympus, the shockpulse lithotripsy probe, was clogged causing a suction issue. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Corrected fields: d4 UDI field and d10 field.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus for evaluation and therefore the customer's allegation could not be confirmed. Based on the results of the investigation, it is likely the transducer or probe was clogged with stone fragments. However, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The event can be detected and prevented by handling the device in accordance with the instructions for use which state: "continuous irrigation and suction is necessary for proper operation and cooling of transducers and probes. If the aspiration becomes interrupted, first ensure that the suction tubing is not kinked or clogged, that the suction control is rotated fully counter clockwise when viewed from the rear (follow indicator), and then, if necessary, use the cleaning stylet to unclog the transducer and probe." (Page 23). The trouble shooting guide on page 30 also includes: "possible cause: the transducer or probe is clogged with stone fragments: solution: use the cleaning stylet to clear out the probe and transducer lumen." Olympus will continue to monitor field performance for this device.